Manufacturer narrative:
The enterprise 5000 bed is equipped with two folding side rails each made of three metal pipes. The side rail provides a barrier from the top of the head section to the area below the knee, leaving a gap at the foot end of the bed, which allows the patient to exit the bed when needed. The identified weld failure caused that the side rail detached partially from the bed¿s frame and could not be locked in the upper position. The instructions for use for the enterprise 5000 bed ((B)(4)) include the following information: ¿when the bed is operated, make sure that obstacles such as bedside furniture do not restrict movement.¿ ¿ensure that the locking mechanism is securely engaged when the safety sides are left in the raised position. ¿ to sum up, the arjo device failed to meet its manufacturer¿s specification since the side rail was damaged. There was no indication that the bed was used with the patient when the failure occurred. The complaint was decided to be reportable due to side rail partial detachment (weld cracked).

Event description:
It was noticed during repair of the enterprise 5000 bed performed by the arjo service engineer that the side rail weld next to the side rail operating knob was cracked. Information regarding circumstances of the damage occurrence were not made available to arjo. There was no indication regarding patient involvement and no injury was reported.